Manufacturer narrative:
Manufacturing site : asahi intecc (B)(4) co.,ltd. (B)(4). Investigation of returned guidewire revealed core wire breakage at approx.. 2mm fromtip end, no coil wire breakage and the guidewire was in one unit up to distal end without separation. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the outcomes of the investigation of the returned devices, it is inferred that during the attempt to cross the lesion, guidewire distal end was trapped in the lesion and movement of the distal end was restricted. Rotational manipulation was given to the guidewire and the rotational force was accumulated to the guidewire, the core wire was twisted off. Coil was elongated along with removal of the guidewire. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction. And "separation or breakage of guidewire" as a possible complication and adverse event.

Event description:
Reportedly, to cross the heavily calcified cto lesion at #6, lad, other guidewire was advanced but could not cross the lesion. Leaving the guidewire in place, subject guidewire was used with a micro catheter support, and was advanced as a parallel wire technique, attempt was made but subject guidewire could not cross the lesion either. In order to exchange the guidewire, subject guide wire was removed, and unraveling of the coil wire was found. There was no separation breakage with the guidewire, there was no impact to the patient.